Event description:
The customer reported to olympus, there was concern of complications during or after surgery with the use of the high flow insufflation unit. During or after the surgery, a part-time doctor pointed out the risk of developing pneumomediastinum, a lung disease. It is unclear whether or not "pneumomediastinum"; actually developed, and the number of patients who developed it. It is unclear whether this product caused a problem. There is a request for an investigation to see if the pressure is coming out normally. The issue was found during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information but no response was received from the customer. Additional information:h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.